Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during an associated laser lead extraction an insulation tear was noted on the atrial lead. The lead was explanted and replaced. The patient tolerated the procedure well and would be followed normally.